Manufacturer narrative:
Investigation summary: with all the available information, boston scientific concludes that the hole on the reservoir shell identified during analysis is the most probable cause of the reported allegations of the device not working properly. Technical analysis: the reservoir and cylinders were returned for analysis to our post market quality assurance laboratory. Visual examination of the cylinders identified wear at folds in the cylinder bodies, cylinder 1 had a hole in the outer tube and fluid loss in the proximal cylinder body and cylinder 2 had scale-like pattern on the surface of the front tip. The hole identified in cylinder 1 is commonly observed during the explant procedure and is not considered the probable cause of the reported event. Cylinder 1 was not functionally tested due to the fluid leak identified, cylinder 2 performed within all specifications parameters. Visual examination of the reservoir identified a wear at a fold in the reservoir shell and a hole in the reservoir shell resulting from fatigue and wear at the fold. The fluid leak from the reservoir is the most probable cause of the reported device malfunction. Labeling review: a review of the device instructions for use (IFU) was completed and did not reveal any evidence of device misuse, off label use, or failure to follow instructions. Device history record: the device history record (DHR) confirmed that the device met all material, assembly and performance specifications. Investigation conclusion: based on the information available, a conclusion code of cause traced to component failure was assigned to this investigation.

Event description:
It was reported that the patient underwent a surgical procedure to revise this inflatable penile prosthesis (ipp) due to the device not working properly. During the revision procedure the physician observed in a crack in the cylinder tubing resulting in fluid loss. The ipp cylinder and reservoir were explanted and replaced with a new ipp cylinder and reservoir. The patient improved following the procedure.

Manufacturer narrative:
The device is not available for analysis; therefore, no physical or visual analysis of the product could be performed. The reported device performance allegation cannot be confirmed. Based on the information available, the cause that contributed to the reported event cannot be established; a conclusion code of cause not established was assigned to this investigation.

Event description:
It was reported that the patient underwent a surgical procedure to revise this inflatable penile prosthesis (ipp) due to the device not working properly. During the revision procedure the physician observed in a crack in the cylinder tubing. The ipp cylinder and reservoir were explanted and replaced with a new ipp cylinder and reservoir. The patient improved following the procedure.